Event description:
Boston scientific received information that the patient has been hospitalized for general fatigue, shortness of breath and a suspected infection. The field representative noted that a positron emission tomography (pet) scan has been scheduled, but not completed for this patient. No other medical or surgical intervention has taken place to date.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.